Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer's device was requested and returned for an investigation. The investigation powered on the customer's meter and performed a visual inspection. The meter's display showed several black lines and spots. The investigation discovered one large area of lines/spots partially hides the second digit in the results screen. This flaw is visible after turning on the device and permanently exists. There were no traces of an obvious mechanical impact visible on the housing of the device. The meter was disassembled for further investigation. The flex cable connection was checked and found to be correct. The returned display assembly was removed and replaced with a fully functional display assembly. The customer's meter performed as expected with an exchanged display. The customer's returned display assembly was found to be defective.

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter that could lead to a misinterpretation of results. The reporter stated the meter has lines in the display and in the results field. The reporter confirmed the results are difficult to read. The reporter performed a meter reset and lines remained in the meter's display. No misinterpreted results were reported.